Event description:
New information notes the lead was capped on (B)(6) 2014 due to the high impedance. Syncope was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high impedance. The lead remained implanted.